Manufacturer narrative:
Sc-2218-50; sn: (B)(6). The returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-2317-50; sn: (B)(6). The returned lead was analyzed, and all sixteen cables were fractured at the click site, about 18 centimeters from the proximal end. No cables were exposed. With all the available information, boston scientific concludes that the patient was experiencing inadequate pain relief due to high impedances: the reported event was confirmed. All sixteen cables were fractured at the click site, about 18 centimeters from the proximal end. No cables were exposed. When excessive mechanical/tensile force was exerted onto the lead, the lead got kinked after it exits the clik anchor resulting in the cable fractures. Hence, the probable cause selected for this complaint is cause traced to component failure.

Event description:
It was reported that the patient was experiencing inadequate pain relief due to high impedances. The patient underwent an explant procedure. The explanted linear leads and ipg will be returned.

Manufacturer narrative:
: Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(4). Batch: 17704806

Event description:
It was reported that the patient was experiencing inadequate pain relief due to high impedances noted on the right lead. The patient underwent an explant procedure. The explanted linear leads will be returned.